Manufacturer narrative:
(B)(4), date sent: 02/22/2021. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: 1. A manufacturing record evaluation was performed for lot#/batch r40e32 provided and was found that belongs to 5dcs - 5mm curved scissor, could you please provide the correct lot #/batch? 2. Could you please provide more details for "some staples deployed on the tissue". 3. Were there any staples missing from the staple line? 4. What was the shape of the staples (b-formation, irregular, legs straight)? 5. Were the staples deployed into the tissue? 6. Were the staples seen in the surgical field? Response: all the above answers are unobtainable.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Device not available for return; retained. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for lot#/batch r40e32 provided and was found that belongs to 5dcs - 5mm curved scissor, could you please provide the correct lot #/batch? Could you please provide more details for "some staples deployed on the tissue"? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during laparoscopic right hemicolectomy surgery, after fired, noted that the intestinal tissue was not cut, but there were some staples deployed on the tissue, then changed another device to complete the procedure. No additional information could be provided.